Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was being monitoring, increased capture threshold and pacing lead impedance were both observed. The physician believes this is a tip tissue exit block behavior. The lead was explanted and replaced during an elective generator changeout. No patient complications were reported during the procedure and the patient was doing fine in the recovery room.